Manufacturer narrative:
The field service engineer determined a dilution nozzle was clogged and the dilution bath was damaged. The dilution bath was replaced and the nozzle was decontaminated. Sample probe adjustments were performed. Nozzles were replaced and adjusted. Calibration, controls, and precision studies were run on the analyzer. Quality controls were within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The reporter provided an example of one patient sample that initially resulted with an na value of > 150 mmol/l and when repeated, this sample recovered a value within the expected value range for the assay (135 - 140 mmol/l). The patient sample that initially resulted with a cl value of approximately 83 mmol/l. When repeated, the sample recovered a value within the expected value range for the assay (98 - 103 mmol/l). The na and cl electrode lot numbers and expiration dates were requested, but not provided.